Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an l3-l5 tlif. It was reported that the tabs on the driver shaft broke off during use. No patient complications were reported.